Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent tevar to close the entry of an acute stanford b dissection. The dissection extended from the distal part of the aortic arch to the iliac artery of the both sides. Although use of zta against dissection was off-label, so as to save the patient's life, zta was used. Right femoral approach was selected. In order to place the zta stentgraft in the descending aorta, advancement of the delivery system of it from right femoral artery was tried. However, since resistance was encountered during the insertion, it was retrieved out of the patient's body and was checked, confirming a deformation in the distal tip. Another manufacturer's device was used instead, which could be delivered to the target site successfully and the procedure was completed. Patient outcome: no adverse effects to the patient.

Event description:
Additional information received 25july2018: diameter of the access vessel: 6mm. The distal tip was advanced till it almost reached the aortic bifurcation(approximately 120mm of the distal part of the delivery system was inserted into the patient) when the resistance occurred. Slight calcification was observed on the patient. No tortuosity was seen on the patient.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the zenith alpha device was used for dissection, despite off-label use. Resistance was encountered during insertion, why device was retrieved and the distal tip was found deformed. Procedure was completed with a non cook device. No imaging of the patient/procedure was provided and therefore, it would be inappropriate to speculate at what may or may not have caused the difficulties encountered, when attempting to advance the alpha device through a 6mm access vessel. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.